Manufacturer narrative:
This report is being filed on an international product, product name (ex. Glp centrifuge module), list number 06q03, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51, 510k k213486. The field service representative (fsr) stated that a burning smell was noticed but no visible damage was found to the glp centrifuge main board or cables contained within the glp centrifuge module (cm), serial (B)(6) . After the damage was assessed, the centrifuge was replaced, which resolved the issue. A review of tracking and trending of the glp centrifuge did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the glp centrifuge module (cm), serial (B)(6) and glp centrifuge was identified.

Event description:
The field service engineer noticed a burning smell when opening of the glp centrifuge while performing installation. There was no visible damage on main board or its cables, there was a faint burning smell. When the field service engineer turned on the 3-phase power and the module at the supply unit, a puff of smoke was observed from the supply unit. There was no impact to patient management and no harm to the user reported.

Manufacturer narrative:
Complete entry for section e1 - phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The field service engineer noticed a burning smell when opening of the glp centrifuge while performing installation. There was no visible damage on main board or its cables, there was a faint burning smell. When the field service engineer turned on the 3-phase power and the module at the supply unit, a puff of smoke was observed from the supply unit. There was no impact to patient management and no harm to the user reported.